Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The 100% stenosed target lesion was located in the extremely tortuous and calcified mid right coronary artery (rca). The lesion was dilated with a 1.5x15mm apex balloon and then with a 2.5x15mm non bsc device. The 2.5x16mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was unable to cross. The physician tried to remove the device, but withdrawal difficulties occurred. The physician slowly withdrew the device and when the device was completely withdrawn, it was noticed that the proximal side of the wire exit port was stretched. The procedure was completed with a different device with no pt complications reported. The pt's current condition is listed as "good".